Event description:
Colocutaneous fistula. The pt with a history of crohn's disease and perianal fistulae was admitted to the hosp for a subtotal colectomy, ascending rectal anastomsis and a small bowel resection. Pt was enrolled in the study and had surgery the same day. Pt was randomized to the treatment group and rec'd three (3) sheets of seprafilm (lot # 389426) to the following sites: right and left abdominal sidewall, pelvic floor, large bowel, small bowel, omentum, bowel anastomotic suture line, bladder, retroperitoneal surface adjacent to both the ascending and descending colon, under abdominal wall incision, right and left adnexa and uterus. The patient's post-operative course was uneventful and the patient was discharged in stable condition in 2000. Approx 4 weeks, the subject presented to the emergency room of an outside hospital with fever and drainage of whitish, non-foul smelling material at the center of the laparotomy wound. A CT scan showed no obvious fistula, intra-abdominal abscess or anastomotic leak. The pt was taken to the operating room the same day where underwent wound debridement. Over the next 24 hours, the patient defervesced on i.v. Antibiotics. Cultures from the wound grew out mixed enteric flora. Hospital day #3 the pt awakened with feculent drainage from the wound site. A CT scan was obtained which suggested a fistula tracking from a large phlegmonous mass in the left lower quadrant. The pt was transferred to another hosp in 2000 for further care. The pt was kept npo and total parental nutrition and i.v. Fluids were administered. A single contrast barium enema 3 days later, revealed a fistulous tract coursing anteriorly at the level of the sigmoid and ascending colonic anastomosis. Drainage from the wound gradually decreased. The subject improved clinically and was discharged to home on tpn. The physician as assessed the event as possibly related to seprafilm.